Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The procedure was a stenting of the left external illiac artery. The palmaz genesis stent passed the stenosis over a .035" wire. During inflation the balloon burst. The balloon was retrieved without further difficulties and a second balloon was used to finish the procedure.

Manufacturer narrative:
While attempting to deploy a stent in the left external iliac artery it was reported that the balloon burst. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. One no sterile catheter sds genesis palmaz opta pro 5.0 mm x 29 mm 80 cm was received coiled inside a plastic bag. There were blood residues on the catheter. The balloon appears as if it had been inflated and deflated. There was a radial burst on the balloon. The rupture was noted at 2.5 cm of the distal tip. No other anomaly was observed in the returned device. Leak test required per (B)(4) could not be performed due to balloon conditions. Sem analysis was performed in order to identify the cause of balloon burst, results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon burst could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented the following; (B)(4) was generated due to validation of the family of opta pro line 2 sds. The report released under (B)(4), shows satisfactory results. The lot was released and the pths was closed. This nonconformance bares no relation to the complaint reported. Failures reported by the customer for balloon burst during positive pressure was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are in place to prevent defective balloons and stents from leaving the facility. Refer to manufacturing work (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event.